Manufacturer narrative:
This report is submitted on february 1, 2021.

Event description:
Per the clinic, the patient experienced a wound dehiscence at the incision site, and was treated with topical antibiotics. Explant is planned but has not yet taken place at the time of this report.

Manufacturer narrative:
It was reported the patient was treated with steroids (date an duration not reported). This report is submitted on 1 march 2021.